Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The svc rep directed the customer to use different power source. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the 9900 sys displayed a communication error message. No pt injury was reported.